Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that the circuit passed the circuit test pre-use and while in use on the patient, the unit showed ¿patient tubing error¿. The doctors had to manually ventilate the patient. There was no known impact to the patient.